Event description:
It was reported that the implantable neurostimulator recharger (insr) wouldn¿t charge the implantable neurostimulator (ins). The patient tried charging the night prior to the report and it wouldn¿t charge. The last time she successfully recharged was (B)(6) and stopping feeling stimulation at 5 a.m. The morning of the report. The patient also started feeling like she was drunk and could hardly walk the day of the report. The desktop charger was plugged into the wall and the green light was on for the desktop charger. The patient plugged in the connector pin and stated the connector pin seemed loose and the screen was blank; a broken connector was reported. It was reviewed with the patient that the insr was probably not getting charged up and that was why she was not able to charge her implant. No patient injury reported. After the patient received a replacement desktop charger she called back and stated it still wasn¿t working. The screen on the insr was still blank. It was further noted that the insr connection was very loose when the desktop charger was attached but a different desktop charger was already tried. No patient harm reported. Upon device return of the recharger, analysis found the recharge and digital board were corroded and scrapped.

Manufacturer narrative:
Concomitant products: product ID 37761, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37751, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found a broken connector. Analysis of the recharger (B)(4) found a corroded digital board. Desktop charger (B)(4) device codes: (B)(4). Patient codes: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.